Event description:
During a surgical debridement of a non-healing foot ulcer, the smith and nephew versajet ii exact hydro-surgery system hand-piece made a sudden loud pop noise as it sparked and shorted out causing the plastic casing to blow open which exposed the wires. The device was taken off the field immediately. There were no holes or burns noted on the paper surgical drapes. There was no injury of any kind to the patient. The staff and surgeon were wearing protective eyewear and no injuries occurred to anyone. A new hand piece was opened and the case was finished without further incident.